Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the event occurred during the roll out for a laparoscopic assisted robotic transanal total mesorectal excision (tatme) procedure, with a patient in the operating room and under anesthesia. An arm error occurred with arm cart assembly 3. The error message stated, "arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". It was considered a non-recoverable error. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5 (event description), h2.6 (annex b, annex e and annex f codes) device evaluation: medtronic led an evaluation of the field service report and associate device logs for the reported arm cart assembly. Review of the field service notes indicate that arm cart assembly sn: (B)(6) experienced an arm error during the process of rolling out and it triggered a non-recoverable error. The logs indicate that there was a communication loss related to the connection between the instrument drive unit and the rail running part. It also seems that the arm was extended and in the upper instrument drive unit position when a load was applied during rollout. Reconnection and inspection on those parts were performed and the arm cart assembly is now functioning properly. Evaluation of the device data logs show that the arm cart assembly position button was pressed and released in rapid succession. The robotic arm setup arm entered a hard stop due to rapid presses of the manual control button. This results in the setup arm joint 2 brake being marked invalid and triggering a non-recoverable error on the arm cart assembly based on the evidence available, the reported condition is confirmed. Evaluation of the arm cart assembly confirmed the reported condition. The most likely cause is due to a communication loss related to the connection between the instrument drive unit and the rail running part. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic assisted robotic transanal total mesorectal excision (tatme) procedure, with a patient in the operating room and under anesthesia, during roll out, an arm error occurred with arm cart assembly 3. The error message stated, "arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm." It was considered a non-recoverable error. There was no reported patient injury.